Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported their weight at the time of reported event was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient's ins died and they could not restart it. Patient assumed it was over-discharged again. Patient did not contact their healthcare professional or manufacturer representative to have it revived again because they were experiencing new pain that the spinal cord stimulation could not help with. Patient mentioned the "new pain" was different from target pain. Patient went to healthcare professional for this and it was determined that it was not related to the spinal cord stimulation but was due to a fractured spine that was causing the new horrible pain. Patient had a spine fusion surgery that resolved this new pain. Patient confirmed that these issues and actions were not related to the spinal cord stimulation device/therapy. Patient's healthcare professional eventually surgically replaced the ins before it had reached the nine year mark. No further complications were reported as a result of this event.